Event description:
It was reported to vyaire medical that the 3100a ventilator map (mean airway pressure) cannot be adjusted. As of this time, there is no information of patient involvement associated witg this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service went onsite reatttached the power knob and mean pressure meter, the ventilator has 15815 hours. All work accomplished as per 3100a service manual. Unit passed patient circuit test and performance check. The device is operational and meets OEM (original equipment manufactured) specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.